Manufacturer narrative:
The exact date of explant was not provided. (B)(6) 2025 is selected as an approximate event date. The evoke scs system was discarded. It was reported that the system was functioning well with no complications prior to the explant. An elective explant of the evoke scs system was performed as the patient reported that their back pain was no longer a primary concern.

Event description:
A saluda medical representative was notified of an explant of evoke spinal cord stimulation (scs) system. The patient reported that their back pain was not a primary concern as they are experiencing hip pain following a hip replacement surgery. The patient has been immobile following the hip replacement procedure and has not utilized the evoke scs system. The evoke scs system was functioning as intended prior to the explant.